Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagus procedure, the device stopped firing after 1 cm. After replacing the reload, the device stopped firing in the in the middle of the fire and the blue lights illuminated. A new reload was used and the device worked properly. There was no adverse event or injury reported.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one adapter and one battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for adapter or battery. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 50 autoclave cycles. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical reload, and handle were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the pmv representative device. The device powered up properly. The adapter was inserted onto the handle displayed one blinking green light above the adapter symbol, five blinking white firing progress indicator lights, and solid blue status indicator lights, indicating that the adapter had reached end of life. A pmv representative reload was loaded onto the adapter and the reload jaws were able to close and open, articulate, and rotate as expected. The device could not be fired due to the adapter reaching end of life. The subject battery pack loaded into a pmv representative device. For each battery, the device powered up properly. The handle was paired with a pmv adapter and reload was able to be applied to test media with proper transection and stapling. However, the reported condition of solid blue lights was confirmed. The adapter had reached 50 autoclaves which is when the device reaches end of life. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.